Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 04/30/2015 for investigation. Investigation results as follows: visual inspection was performed and found the following: the motor cover, encoder cover and flexible patient restraint assembly were damaged. The battery partition cover was also observed to be missing. From the condition of the platform, the damages appear to have been caused by normal wear and tear. Functional testing was performed and the reported complaint was confirmed; the platform displayed a user advisory (ua) 41 (patient temperature sensor failure). Further inspection determined that the ua 41 code occurred due to a defective patient temperature sensor. Following replacement of the temperature sensor, functional testing was performed with no other codes observed. A review of the platform's archive data was performed and there were no user advisory codes observed on the reported event date of (B)(6) 2015. However, multiple ua 41 codes were seen on (B)(6) 2015. Based on the investigation, the parts identified for replacement were the patient temperature sensor, motor cover, encoder cover, flexible patient restraint assembly and battery partition cover. In summary, the reported complaint of the platform displaying a user advisory 41 was confirmed based on functional evaluation as well as platform archive review. The fault code was attributed to a defective patient temperature sensor. Following service, including replacement of the temperature sensor, the device passed all testing criteria.

Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory (ua) 41 (patient temperature sensor failure) message. No patient involvement was reported. No further information was provided.